Manufacturer narrative:
Visual as received partial subassemblies of two used 011-46103-05 safeset transpac IV mtg. Kits, confirmed the disconnections. Engineering analysis: partial complaint sample confirmed the reported bonding issue. The root cause was attributable to an isolated manufacturing assembly error where there was an insufficient seal between the tubing and the mating componentry. A review of the applicable design, materials and involved manufacturing/equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Action: the initial engineering efforts qnd team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. A multi-discipline continuous improvement team has been formed to review and challenge the applicable design, materials, and involved manufacturing /equipment processes. As an interim measure heightened inspections have been initiated.

Event description:
International (B)(6) complaint received reporting component separation/leakage issues with use of 011-46103-05 safeset transpac IV mtg. Kits. The initial information received reports during aug - sept there have been five incidents where the "... Bonding of the pressure tubing to the las coming apart. ..two cases occurred during infusion and when on the patient. Unfortunately the patients lost blood as the separation of the pressure tubing from the male connector was not detected straight away...". Three additional incidents of separation of the pressure tubing from the male luer have been noted... The bonding issue appears to be an ongoing scenario ..." Two "partial" 011-46103-05 mtg kits are being returned. Follow up in progress - confirmation required regarding patient blood loss/clinically significant. It was reported that patients returned to baseline condition.